Event description:
It was reported that the patient received an acetabular cup in (B)(6) 2009. The patient's doctor informed her that her "metal levels are high and that the cup is loosed. Patient reports that she's not experiencing pain." At the time of this report, a revision surgery is being discussed.

Manufacturer narrative:
The patient has not undergone revision surgery yet. While a cause for this complain cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be file. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).